Event description:
Literature report from foreign journal descibing pt experiencing accidental morphine overdose as a result of incorrect dose calculation, and programming of wrong drug concentration into the pump. The pt experienced nausea and vomiting only after receiving 49mg of morphine/day instead of 4.8 mg/day over a period of 3 days. The pt was admitted to the hospital for observation, and recovered completely from the event.